Manufacturer narrative:
The insulin pump was received with normal operating current, .no unexpected failed battery test alarm or battery out limit alarm noted. However, the insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that received a failed battery test alarm when he changes battery. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that the battery cap contacts were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer performed troubleshooting for the battery cap but a failed battery test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.